Event description:
It was reported that pump touchscreen became cracked and shattered after customer fell or rolled onto pump, leaving screen illegible and unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to place damaged pump in storage mode before return, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, including selecting appropriate setup option for users coming from previous pump use.